Event description:
It was reported that the patient's device had shut down. Troubleshooting showed a system error message. As a result, an ambulance was called for the patient. Patient presented to the ER for only a few hours where they were given oxygen, as patient did not have a backup unit at the time. Patient has then received their replacement device and is doing fine.

Manufacturer narrative:
B3: date of event is estimated. The unit was received with a reported system error, which was confirmed by diagnostic screen shows psa-9 and multiple 02 low on the data log. The internal 02 reading measured 96%, while the external 02 reading measured 87%. The issue was caused by leak valves product manifold and contaminated columns caused by zeolites absorbing moisture. Replaced product manifold and columns to resolve the issue. And housing top scratched due to possibly drop the unit or customer abuse.